Event description:
It was reported that, "when the nurse was peeling the tyvek sheet of the outer blister pack, the surgeon noticed a hair on the inner blister pack. Therefore, the surgeon used a spare stem instead of it."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.